Event description:
It was reported that a cryoablation needle developed frost on the shaft. Ninety seconds after starting the first freeze cycle of a renal cryoablation procedure, frost developed along the entire shaft of an icerod cx 90 degree needle. Freezing was stopped immediately and no intervention was required. The device was removed and the treatment was completed successfully using an alternate needle. There was no adverse impact to the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for engineering analysis. The needle was disassembled and no soldering flux residuals or corrosive signs were seen on the vacuum sleeve external surfaces. No gas leaks were detected. It was determined that the shaft temperature registered -30.6 degrees celsius due to insufficient thermal insulation of the needle.

Manufacturer narrative:
There is no further information available to report at this time. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a cryoablation needle developed frost on the shaft. Ninety seconds after starting the first freeze cycle of a renal cryoablation procedure, frost developed along the entire shaft of an icerod cx 90 degree needle. Freezing was stopped immediately and no intervention was required. The device was removed and the treatment was completed successfully using an alternate needle. There was no adverse impact to the patient.